Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m215329 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m215329, test base part number 190-430 / lot m215329. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m215329 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay on an unknown number of patients on unknown dates. Testing was performed using kit swabs on direct-tested nasal samples. Confirmation testing was not performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay on an unknown number of patients on unknown dates. Testing was performed using kit swabs on direct-tested nasal samples. Confirmation testing was not performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Event dates were not provided. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.